Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. The user reported discontinuing use of the eversense system on (B)(6) 2026 and transitioning to a backup cgm during treatment. The user was informed that medications in the tetracycline class, including doxycycline, may impact eversense readings and acknowledged that the system should not be used for treatment decisions while taking this medication. The user planned follow-up with their endocrinologist for evaluation of the insertion site and ongoing diabetes care. Per data management system review, the user had not been actively using the system since (B)(6).

Event description:
On (B)(6) 2026, the user reported seeking care at an urgent care facility for symptoms at the sensor insertion site. The user stated that symptoms of redness, pain, warmth, and purulent discharge began on (B)(6) 2026, and were subsequently diagnosed as a skin infection by a healthcare provider. The user was prescribed oral doxycycline and reported improvement in symptoms, including reduced redness and tenderness, after initiating antibiotic therapy.